Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC line inserted (B)(6) 2026 secured with securacath. The indication for the PICC line is tpn and antibiotics. Leakage was detected on 22/5 2026, it was then removed and replaced with a new one. The PICC line has likely been weakened by a kink in the tube. The patient has not used the protective stocking. The patient has not suffered any direct harm but it is technically difficult to establish access. Very ill young woman with a long hospital stay. Sedated in connection with the procedure.